Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with squirting insulin, and compromised force sensor system alarm. The customer states they conducted a rewind, and when they went to press the act button and fill the tubing, the insulin began to squirt out. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis. The customer states they were able to push the drive support cap back into place, and conduct a prime. The customer states they will continue to use device until replacement arrives. The customer was advised against that.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.